Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a "junctional escape rhythm" after off label ablations. During the procedure ablations were performed on the pulmonary veins. After this the patient went into a supraventricular tachycardia rhythm. Ablations were then performed on the superior vena cava. The first ablation did not take. A second attempt was made which terminate the arrhythmia, and a third application "caused the patient to go into a junctional escape rhythm.". The physician believes the pfa delivery may have stunned the sinus node. The patient was admitted to the hospital overnight, no further information on their condition has yet been provided. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.